Manufacturer narrative:
Evaluation narrative - one 5.5 mm incisor plus platinum blade was returned for evaluation. The blade was evaluated for rotation and was found to rotate freely. Visual inspection identified significant axial fractures through the adapter body. A contact point on a section of the outer blade at the tip with corresponding debridement of the inner tube at multiple contact points was observed. It appears that excessive side-loading took place during use causing the adapter body to crack which in turn caused a mis-alignment of the inner and outer blade resulting in the shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported during meniscus removal metal flakes shed from the blade while rotating. A backup device was available to complete the procedure. No patient injury or complications were reported.